Event description:
A customer reported flap aborted due to hard opaque bubble layer in the right eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials dw, right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the log files for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The log file shows seven successfully performed treatments. 1st attempt for treatment of the right eye: the treatment was cancelled by the user resulting in the following warning displayed: " vacuum pumps stopped by foot pedal - treatment is aborted". The treatment report shows possible opaque bubble layer (obl) near the flap hinge. Obl is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. It is a known side effect and can occur with the use of the femtosecond laser. Obl may absorb, reflect or block the femtosecond laser energy. Treatment report shows a white area right next to canal (possible obl), and possible vertical gas breakthrough (vgb) or incomplete flap suggesting that canal placement might have hindered canal venting. Re-treatment for the right eye: the treatment was finished successfully without any issue. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).